Event description:
It was reported the device had no output. The patient presented to the ER with chest pain and a presumed mi (myocardial infarction). The pacemaker was found to have no ventricular capture and loss of output. It was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed a no output condition when the device was programmed to vvi unipolar pacing. Further testing revealed the no output condition was the result of lifted hybrid bond wires. It was reported the device had no output. The patient presented to the ER with chest pain and a presumed mi (myocardial infarction). The pacemaker was found to have no ventricular capture and loss of output. It was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Wire, device was out of specification in a manner that relates to event, capture, failure to, output, none.